Event description:
It was reported that the patient presented to the hospital with chest pains. It was noted that the patient had far field r waves on the right atrial (ra) lead, along with small intrinsic sensing measurements on both the ra and right ventricular (rv) lead. There was evidence of outer insulation degradation and noise with unsuccessful unipolar pacing due to potential lead fracture of both leads. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: sedr01, implantable pacing lead, (B)(6) 2009; 4068-58, implantable pacing lead, (B)(6) 2001; 7427, pain stimulator, (B)(6) 2007; 37711, neuro programmer, (B)(6) 2007; 37752, neuro recharger, (B)(6) 2007; 3887 (x2), pain stim leads, (B)(6) 2002; 3708220, neuro extension, (B)(6) 2007. (B)(4).